Event description:
It was reported that a death occurred. The target lesion was located in the left circumflex artery (lcx). A promus elite ous mr 28 x 3.50mm was deployed to treat the target lesion. After deployment of the stent the physician noted that there was slow flow and thrombus in the lcx. The physician then decided to deploy a promus elite ous mr 20 x 3.50mm stent to fix this issue. After deployment of the second stent, the physician still noted slow flow and thrombus in the lcx. After the flow and thrombus were unable to be improved, the patient went into cardiac arrest. Treatment including cardiogenic shock was given to the patient, however the patient had died.